Event description:
The tip of a caravel microcatheter fragmented into the circumflex coronary artery vessel. All fragments were retrieved successfully. The cardiac catheterization was completed successfully. There was no harm to the patient or subsequent complications.